Event description:
Boston scientific received information that this patient's home monitoring system detected a change in tachy therapy and alerted that the therapy had been turned to monitor only. A boston scientific sales representative (sr) was unaware of the change and stated it was turned off within the last few weeks for an undetermined reason. The therapy has since been turned back on. To date, no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.